Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to chemical/physical stress which then may have caused a crack of the boot, which further led to exposure of internal metal. The user may be able to detect the event by handling the device in accordance with the following instructions for use (IFU): -inspection of the endoscope it is suggested that the user facility review the method of handling for the device according to the IFU. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found a leaking from the biopsy or instrument channel, the plastic cover has deep dents, the bending section cover or distal sheath (a-rubber) glue was cracked, the objective lens has cement peeling, the forceps passage has leaking, the insertion tube has excessive buckles, and the light guide tube has a broken light guide boot on the connector side. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope has is a crack on the boot/sleeve where metal is visible. The issue was found during reprocessing. There were no reports of patient harm.